Event description:
The patient contacted (via e-mail) with the following: the pump implanted in 2008. The pump catheter became plugged, and it was replaced during another surgery in 2009. I forwarded an email to my pain physician today letting him know this pump cannot be working, considering the pain I have been in for 4 weeks now. I have a refill scheduled next week at which time I will personally relay my concerns.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does become available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar components. At the present time this complaint is closed.